Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day follow up, transesophageal echocardiogram (tee) imaging revealed that the closure device appeared to have tilted out of its original implanted position and now had a small leak under the fabric. The physician plants to leave the closure device as it is, due to the patients' comorbidities and the patient being in a nursing home. The physician stated despite the closure device not being well seated within the laa, it is not interfering with any other cardiac structures. There is no plan for future intervention or medication changes.

Manufacturer narrative:
B3: date of event estimated to be 45 days after original implant month of (B)(6) 2024. Used (B)(6) 2025 as estimated implant date. D4: lot number was not reported and is unknown even after good faith efforts were exhausted. D6a: implant date estimated as implant date reported to be (B)(6) 2024.